Manufacturer narrative:
Follow-up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. It had to be removed because the spring was actually in the uterus (interpreted as device dislocation). Device dislocation is serious due to its medical importance and listed in the reference safety information for essure. Considering that during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. In this case, it is not clear if essure insert had to be surgically removed. Until further information is received, it will be interpreted that a surgery was performed and therefore the case is regarded as incident. Based on the available information no product quality defect was confirmed. Further information has been requested.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The doctor removed it because the spring was actually in the uterus. There was a removal of one insert. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. It had to be removed because the spring was actually in the uterus (interpreted as device dislocation). Device dislocation is serious due to its medical importance and listed in the reference safety information for essure. Considering that during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. In this case, it is not clear if essure insert had to be surgically removed. Until further information is received, it will be interpreted that a surgery was performed and therefore the case is regarded as incident. Further information has been requested. A product technical complaint analysis is being sought.

Manufacturer narrative:
Follow-up received on 21-jun-2016: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. It had to be removed because the spring was actually in the uterus (interpreted as device dislocation). Device dislocation is serious due to its medical importance and listed in the reference safety information for essure. Considering that during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. In this case, it is not clear if essure insert had to be surgically removed. However, it was interpreted that a surgery was performed and therefore the case is regarded as incident. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.